Event description:
Additional information was received stating that the vns patient was seen by the neurologist and that everything seemed ok.

Manufacturer narrative:
Report source, corrected data: the initial manufacturer report inadvertently did not include the consumer as a report source and incorrectly listed health professional.

Event description:
On (B)(6), 2014, the patient reported that she had an accident at her home after drinking a large amount of alcohol . The patient's physician dismissed her from his practice, so the patient requested information on other vns physicians that she could contact as she feels like her vns needs to be adjusted. The patient said that she had a large seizure a few days ago. The patient's physician was contacted and he indicated that he will no longer see the patient because she abuses drugs and alcohol. No other information has been provided. The patient has not reported being seen by another physician.